Manufacturer narrative:
The ventilator was returned to the MFR for eval and the customer's complaint was confirmed. The device's ac inlet connector was replaced to address the issue. There was no pt harm or injury reported. The ventilator was found to audibly and visually alarm as designed.

Event description:
The MFR received info alleging a ventilator had a broken prong inside. The device was not in pt use.